Event description:
I used fixodent from approximately 2006 until 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. I had blood tests with high levels of zinc and low levels of copper. My neuropathy is permanent and requires continued medical treatment. Dose or mount: denture cream. Frequency: 2 daily. Route; oral. Dates of use: 2006 to 2009. Event abated after use stopped or dose reduced: no.